Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information, which has been changed. Part & lot were also identified. Patient was revised due to dislocation and upon revision synovitis and corrosion were reported. The complaint and associated mdrs were updated.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain and fluid sacs near implants. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Medwatch # (B)(4) was sent in error. Please disregard the information from medwatch # (B)(4) as a follow-up medwatch will be sent with the correct updated information. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to unknown reasons.

Event description:
Update (B)(4) 2013 new litigation papers received. Doi provided. Litgation alleges implant failure and discomfort. There is no new additional information that would affect the investigation.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information, which has been changed. Part & lot were also identified. Patient was revised due to pain and upon revision metallosis and fluid were reported. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigaton closed.